Event description:
The patient's mother reported the patient's blood glucose levels rose to 360 mg/dl. The pod was worn on the patient's abdomen for between 5 and 24 hours. Several pen corrections were administered and a new pod was applied for treatment.

Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 14.05 mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.